Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report inaccuracies between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient did not provide any readings pertaining to the inaccuracies, but claimed an approximate 100 point differential between the devices. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).